Event description:
It was reported that 'during the surgery when the package was opened, creases were admitted in the first idrt. Another idrt was opened and used to complete the surgery.'

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.